Event description:
Pt undergoing cardiac catheterization by physician who was being taught new technique using perclose device. When removing the introducer, part of the sheath remained as it was tied in the knot. Problem was discovered during an angioplasty. Sheath was surgically removed.